Event description:
The hospital reported that during the saphenous vein harvesting procedure, toggle broke on two scissors of the harvesting cannula. A replacement unit was used complete the procedure. The hospital did not report any patient complications.